Event description:
Customer reported there is no image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the insulated gate bi-polar transistors and the high voltage tank. System operates as intended.